Event description:
It was reported that the tip detached. A rotawire drive was selected for atherectomy. Upon removing the wire from the transport screw ring, the rotawire tip detached spontaneously without any mechanical force. When the rotawire was removed from the transport ring, the detached tip fell off. The wire was not used inside the patient. The procedure was successfully completed with another rotawire device. There was no patient complications reported, and the patient was good condition.